Event description:
74 yr old female who had undergone a previous CABG was admitted with recurrent angina and tight vein stenosis. A ptca was attempted with stent; during procedure the stent fractured and caught the balloon. The balloon could not be extracted without causing the pt severe pain and hypotension. The pt underwent open heart surgery for removal. The stent was fractured in multiple peices and barbs sticking up and clearly could not have been removed.